Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed the patient¿s insertable cardiac monitor (icm) had false pause episode due to under-sensing from loss of contact. No intervention was performed. The patient was in stable condition.